Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had visited the hospital as an outpatient january 20, 2017. The physician provided a new recharger and confirmed it was able to charge without a problem. No further information was received regarding actions/interventions.

Event description:
Reference manufacturing report # 3004209178-2017-02123 for report on other ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found that the connector pins were broken, causing the implant to deplete and cause symptoms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID: 37651, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that when the patient presented to the hospital, the implantable neurostimulator (ins) battery status was "low". It was then stated that when using the implantable neurological stimulator recharger (insr) to charge the device, the battery could only reach 25% charged or less, regardless of how long the charging session lasted; the hcp mentioned there was a possibility of a recharger malfunction. The patient confirmed that they charge everyday. It was also reported that there was patient injury as the patient's parkinson's disease symptoms were possibly aggravated. It was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. It was also noted that the cause was also unknown as the recharger in question was in the patient's home. A replacement recharger was sent to the patient and it was confirmed that maximum charging efficiency was achieved with the replacement, however, it was noted that the issue was not resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). Product ID: 37651, serial# (B)(4), product type: recharger.. Analysis found the connector pins were broken on the desktop charger (serial number (B)(4) ). No anomaly was found with the recharger ((B)(4)). The desktop charger (serial number (B)(6)).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the issue should have been resolved after replacing the recharger, but analysis has not been finished yet.